Manufacturer narrative:
Results: bd received ten samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube leakage with the incident lot was not observed. The samples were also drawn with water to evaluate leakage. No tube leakage was identified. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube gold bd hemogard¿ closure had tube leakage while drawing a patient's blood. There appeared to be leaking between the tube and cap. No serious injury or medical intervention reported.